Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain'), endometritis ('endometritis') and abdominal infection ('intraabdominal infection') in a 32-year-old female patient who had essure (batch no. He011d8) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced abdominal infection (seriousness criterion medically significant), 12 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), menstrual disorder ("changes to menstraul cycle") and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopic removal of essure device and bilateral salpingectomy). At the time of the report, the pelvic pain, endometritis, abdominal infection, menstrual disorder and dyspareunia outcome was unknown. The reporter considered abdominal infection, dyspareunia, endometritis, menstrual disorder and pelvic pain to be related to essure. The reporter commented: patient attended the out patient hysteroscopy clinic for removal of essure. She was having significant lower abdominal pain, mainly on the right side. I did the hysteroscopy ((B)(6) 2017) and could see the essure coil on the left side, which I have removed completely. I had a thorough look on the right side and could not visualize the tip of the coil at all. I tried to fish it out blindly as well but could not see or feel any coil on the right side. Laparoscopic removal of essure devices and laparoscopic sterilization ga on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: histopathology report: a. "Left fallopian tube" - a portion of fallopian tube, including fimbria, 9.5 cm in length with a cross sectional diameter of up to cm. The fallopian tube appears rather congested. No abnormality is 1. 5 seen b. "Right fallopian tube" - a portion of fallopian tube, including fimbria, rneasuring 10 cm in length. The serosa is slightly congested. Ultrasound pelvis - on (B)(6) 2017: us pelvis: the uterus appears axial, normal in size and echotexture. ' both essure devices identified and appear correctly sited although further assessment will be required at 3 months post procedure as per local guidelines. The endometrium measures 8.1 mm. The right ovary appears normal. The left ovary was obscured by bowel gas however no adnexal masses were seen. No pelvic free fluid seen. Batch no: he011d8, production date: 2015-10-30, and expiration date 2018-10-28. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, endometritis and aintra-bdominal infection . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: essure removal date updated; events description updated; events "changes to menstraul cycle" and "dyspareunia" added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain'), endometritis ('endometritis') and abdominal infection ('intraabdominal infection') in a 32-year-old female patient who had essure (batch no. He011d8) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection from (B)(6) 2015 to (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced abdominal infection (seriousness criterion medically significant), 12 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), menstrual disorder ("changes to menstraul cycle"), dyspareunia ("dyspareunia") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (laparoscopic removal of essure device and bilateral salpingectomy, hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, endometritis, abdominal infection, menstrual disorder, dyspareunia and genital haemorrhage outcome was unknown. The reporter considered abdominal infection, dyspareunia, endometritis, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: patient attended the out patient hysteroscopy clinic for removal of essure. She was having significant lower abdominal pain, mainly on the right side. I did the hysteroscopy ((B)(6) 2017) and could see the essure coil on the left side, which I have removed completely. I had a thorough look on the right side and could not visualize the tip of the coil at all. I tried to fish it out blindly as well but could not see or feel any coil on the right side. Laparoscopic removal of essure devices and laparoscopic sterilization ga on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: histopathology report: a. "Left fallopian tube" - a portion of fallopian tube, including fimbria, 9.5 cm in length with a cross sectional diameter of up to cm. The fallopian tube appears rather congested. No abnormality is 1. 5 seen b. "Right fallopian tube" - a portion of fallopian tube, including fimbria, rneasuring 10 cm in length. The serosa is slightly congested. Ultrasound pelvis - on (B)(6) 2017: us pelvis: the uterus appears axial, normal in size and echotexture. ' both essure devices identified and appear correctly sited although further assessment will be required at 3 months post procedure as per local guidelines. The endometrium measures 8.1 mm. The right ovary appears normal. The left ovary was obscured by bowel gas however no adnexal masses were seen. No pelvic free fluid seen. Batch no: he011d8, production date: 2015-10-30, and expiration date: 2018-10-28. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, endometritis and aintra-bdominal infection . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-nov-2021: summon received: event abnormal bleeding added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain'), endometritis ('endometritis') and abdominal infection ('intraabdominal infection') in a 32-year-old female patient who had essure (batch no. He011d8) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection from (B)(6). On (B)(6)2017, the patient had essure inserted. On (B)(6)2017, the patient experienced abdominal infection (seriousness criterion medically significant), 12 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), menstrual disorder ("changes to menstraul cycle"), dyspareunia ("dyspareunia") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (laparoscopic removal of essure device and bilateral salpingectomy, hysterectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, endometritis, abdominal infection, menstrual disorder, dyspareunia and genital haemorrhage outcome was unknown. The reporter considered abdominal infection, dyspareunia, endometritis, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: patient attended the out patient hysteroscopy clinic for removal of essure. She was having significant lower abdominal pain, mainly on the right side. I did the hysteroscopy ((B)(6)2022) and could see the essure coil on the left side, which I have removed completely. I had a thorough look on the right side and could not visualize the tip of the coil at all. I tried to fish it out blindly as well but could not see or feel any coil on the right side. Laparoscopic removal of essure devices and laparoscopic sterilization ga on (B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2017: histopathology report: a. "Left fallopian tube" - a portion of fallopian tube, including fimbria, 9.5 cm in length with a cross sectional diameter of up to cm. The fallopian tube appears rather congested. No abnormality is 1. 5 seen b. "Right fallopian tube" - a portion of fallopian tube, including fimbria, rneasuring 10 cm in length. The serosa is slightly congested.. Ultrasound pelvis - on (B)(6)2017: us pelvis: the uterus appears axial, normal in size and echotexture. Both essure devices identified and appear correctly sited although further assessment will be required at 3 months post procedure as per local guidelines. The endometrium measures 8.1 mm. The right ovary appears normal. The left ovary was obscured by bowel gas however no adnexal masses were seen. No pelvic free fluid seen.. Batch no he011d8 production date 2015-10-30 expiration date 2018-10-28 concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, endometritis and aintra-bdominal infection . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Amendment: the report was amended for the following reason: after company internal review the annex f, f25 was deleted. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain'), endometritis ('endometritis') and abdominal infection ('intraabdominal infection') in a 32-year-old female patient who had essure (batch no. He011d8) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection from (B)(6) 2015 to (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced abdominal infection (seriousness criterion medically significant), 12 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (laparoscopic removal of essure device and bilateral salpingectomy, hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, endometritis, abdominal infection, menstrual disorder, dyspareunia and genital haemorrhage outcome was unknown. The reporter considered abdominal infection, dyspareunia, endometritis, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: patient attended the out patient hysteroscopy clinic for removal of essure. She was having significant lower abdominal pain, mainly on the right side. I did the hysteroscopy ((B)(6) 2017) and could see the essure coil on the left side, which I have removed completely. I had a thorough look on the right side and could not visualize the tip of the coil at all. I tried to fish it out blindly as well but could not see or feel any coil on the right side. Laparoscopic removal of essure devices and laparoscopic sterilization ga on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: histopathology report: a. "Left fallopian tube" - a portion of fallopian tube, including fimbria, 9.5 cm in length with a cross sectional diameter of up to cm. The fallopian tube appears rather congested. No abnormality is 1. 5 seen b. "Right fallopian tube" - a portion of fallopian tube, including fimbria, rneasuring 10 cm in length. The serosa is slightly congested.. Ultrasound pelvis - on (B)(6) 2017: us pelvis: the uterus appears axial, normal in size and echotexture. ' both essure devices identified and appear correctly sited although further assessment will be required at 3 months post procedure as per local guidelines. The endometrium measures 8.1 mm. The right ovary appears normal. The left ovary was obscured by bowel gas however no adnexal masses were seen. No pelvic free fluid seen. Batch no he011d8 production date 2015-10-30, expiration date 2018-10-28 concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, endometritis and aintra-abdominal infection . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-nov-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), endometritis ('endometritis') and abdominal infection ('intraabdominal infection') in a 32-year-old female patient who had essure (batch no. He011d8) inserted for female sterilisation. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced abdominal infection (seriousness criterion medically significant), 12 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and endometritis (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic removal of essure device and bilateral salpingectomy). At the time of the report, the pelvic pain, endometritis and abdominal infection outcome was unknown. The reporter considered abdominal infection, endometritis and pelvic pain to be related to essure. The reporter commented: patient attended the out patient hysteroscopy clinic for removal of essure. She was having significant lower abdominal pain, mainly on the right side. I did the hysteroscopy ((B)(6) 2017) and could see the essure coil on the left side, which I have removed completely. I had a thorough look on the right side and could not visualize the tip of the coil at all. I tried to fish it out blindly as well but could not see or feel any coil on the right side. Laparoscopic removal of essure devices and laparoscopic sterilization ga on (B)(6) 2017 . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: histopathology report: a. "Left fallopian tube" - a portion of fallopian tube, including fimbria, 9.5 cm in length with a cross sectional diameter of up to cm. The fallopian tube appears rather congested. No abnormality is 1. 5 seen b. "Right fallopian tube" - a portion of fallopian tube, including fimbria, rneasuring 10 cm in length. The serosa is slightly congested.. Ultrasound pelvis - on (B)(6) 2017: us pelvis: the uterus appears axial, normal in size and echotexture. ' both essure devices identified and appear correctly sited although further assessment will be required at 3 months post procedure as per local guidelines. The endometrium measures 8.1 mm. The right ovary appears normal. The left ovary was obscured by bowel gas however no adnexal masses were seen. No pelvic free fluid seen.. Batch no he011d8 production date 2015-10-30 , expiration date 2018-10-28. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, endometritis and aintra-bdominal infection . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-dec-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain'), endometritis ('endometritis') and abdominal infection ('intraabdominal infection') in a 32-year-old female patient who had essure (batch no. He011d8) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection from (B)(6) 2015 to (B)(6) 2017. On 20-mar-2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced abdominal infection (seriousness criterion medically significant), 12 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), menstrual disorder ("changes to menstraul cycle") and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopic removal of essure device and bilateral salpingectomy). At the time of the report, the pelvic pain, endometritis, abdominal infection, menstrual disorder and dyspareunia outcome was unknown. The reporter considered abdominal infection, dyspareunia, endometritis, menstrual disorder and pelvic pain to be related to essure. The reporter commented: patient attended the out patient hysteroscopy clinic for removal of essure. She was having significant lower abdominal pain, mainly on the right side. I did the hysteroscopy ((B)(6) 2017) and could see the essure coil on the left side, which I have removed completely. I had a thorough look on the right side and could not visualize the tip of the coil at all. I tried to fish it out blindly as well but could not see or feel any coil on the right side. Laparoscopic removal of essure devices and laparoscopic sterilization ga on (B)(6) 2017 . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: histopathology report: a. "Left fallopian tube" - a portion of fallopian tube, including fimbria, 9.5 cm in length with a cross sectional diameter of up to cm. The fallopian tube appears rather congested. No abnormality is 1. 5 seen b. "Right fallopian tube" - a portion of fallopian tube, including fimbria, rneasuring 10 cm in length. The serosa is slightly congested.. Ultrasound pelvis - on (B)(6) 2017: us pelvis: the uterus appears axial, normal in size and echotexture. ' both essure devices identified and appear correctly sited although further assessment will be required at 3 months post procedure as per local guidelines. The endometrium measures 8.1 mm. The right ovary appears normal. The left ovary was obscured by bowel gas however no adnexal masses were seen. No pelvic free fluid seen.. Batch no he011d8 production date 2015-10-30 expiration date 2018-10-28. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, endometritis and aintra-bdominal infection . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-mar-2021: the follow information were updated: hcp's and principal reporters, medical history added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), endometritis ('endometritis') and abdominal infection ('intraabdominal infection') in a (B)(6) year old female patient who had essure (batch no. He011d8) inserted for birth control. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced abdominal infection (seriousness criterion medically significant), 12 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and endometritis (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic removal of essure device and bilateral salpingectomy). At the time of the report, the pelvic pain, endometritis and abdominal infection outcome was unknown. The reporter considered abdominal infection, endometritis and pelvic pain to be related to essure. The reporter commented: patient attended the out patient hysteroscopy clinic for removal of essure. She was having significant lower abdominal pain, mainly on the right side. I did the hysteroscopy ((B)(6) 2017) and could see the essure coil on the left side, which I have removed completely. I had a thorough look on the right side and could not visualize the tip of the coil at all. I tried to fish it out blindly as well but could not see or feel any coil on the right side. Laparoscopic removal of essure devices and laparoscopic sterilization ga on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2017: histopathology report: a. "Left fallopian tube" - a portion of fallopian tube, including fimbria, 9.5 cm in length with a cross sectional diameter of up to cm. The fallopian tube appears rather congested. No abnormality is 1. 5 seen b. "Right fallopian tube" - a portion of fallopian tube, including fimbria, measuring 10 cm in length. The serosa is slightly congested. Ultrasound pelvis on (B)(6) 2017: us pelvis: the uterus appears axial, normal in size and echotexture. 'Both essure devices identified and appear correctly sited although further assessment will be required at 3 months post procedure as per local guidelines. The endometrium measures 8.1 mm. The right ovary appears normal. The left ovary was obscured by bowel gas however no adnexal masses were seen. No pelvic free fluid seen. Batch no he011d8, production date 2015-10-30, expiration date 2018-10-28. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, endometritis and aintrabdominal infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: reporter information and patient initials updated. Date of birth, age of group, race, indication and stop date of essure added (case became serious incident). Lab data added. Events endometritis, intraabdominal infection added, reporter causality comment added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.